Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer-reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Pitch cable breakage occurs when the tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables that can influence pitch cable failure. The root cause of a broken pitch cable is a component failure and related to device design. A review of the device logs for the small grasping retractor (part# 470318-10 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the small grasping retractor was last used on (B)(6) 2020 via system serial# (B)(4). There was 1 use remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. The customer reported complaint does not itself constitute an MDR reportable event and although there was no patient injury reported; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the metal threads came loose at the joint of the small grasping retractor instrument. The procedure was completed using a backup instrument with no reported injury. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information related to the event. However, no further details have been received as of the date of this report.